Event description:
A caller reported receiving a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to resolve the issue by reloading the pump with new cartridges, but the problem persisted. Eventually, technical support escalated the issue, and the customer, advised by support staff, used a cartridge from a different lot number, which successfully resolved the minimum fill notification on the pump. The contact was satisfied with the resolution and agreed to complete the remaining procedures independently.